Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a mesh device "to treat pelvic organ prolapse and stress urinary incontinence." It was alleged that the plaintiff "suffers from serious bodily injury including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring", is "sustaining permanent injury", and has "severe emotional distress." It was also alleged that the plaintiff has "the need for future surgery to repair or replace" the device.

Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.